Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 26-june-2024, patient complained about infusion set fell off during use. Event took place during physical activity. Patient's blood glucose at the time of issue was between 3.0-27.7 mmol/l. Infusion sets was in use for one hour. Patient replaced infusion sets and resumed insulin successfully. No further information available.